Event description:
It was reported that the intraocular lens showed a cloudy optic through slit lamp exam at one day post-operative. The lens was removed and replaced without complication.

Manufacturer narrative:
The intraocular lens (iol) was received and inspected under 10x magnification, a cloudy optic was not confirmed. The lens was then inspected for haze using a slit lamp process. Results confirmed the lens met all manufacturing specifications. The report of a cloudy lens was not confirmed. The result of our analysis reasonably suggests this report is not manufacturing related.